Manufacturer narrative:
Correction: - device code should have been (B)(4).

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the remaining portion of the paddle was explanted and a new paddle lead was placed. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Corrected data h6 health effect impact and clinical codes updated. Corrected data h6 medical device problem code updated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the physician explanted the lead up to where the lead enters the epidural space on (B)(6) 2020 during a ipg explant due to an infection.